Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed bolus stopped alert. Customer blood glucose reading was 275 mg/dl. Troubleshooting was performed. The alarm was cleared but it reoccurred several times. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.8715 inches. No bolus stopped alarm noted. (B)(4).